Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error (open book image) alarm. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had broken force sensor was detected during seating or regular delivery error. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. Customer was able to clear the alarm but unable to rewind the pump. The insulin pump will be returned for analysis.